Manufacturer narrative:
There are no indications of any system or component failure or malfunction. Per the patient, the surgical incision site failed to heal appropriately. Signs of infection were first reported to the firm approximately 2 months after the implant took place. The patient is reported to have some pre-existing medical conditions such as high blood pressure, but it is unclear if or how the patient's health may have played a role in poor healing.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat foot pain. The implantable pulse generator (ipg) was placed in the calf area with the leads targeting the deep peroneal and tibial nerves. In (B)(6) 2026 the patient reached out to a nalu representative to notify that an infection had developed at the implant site and there was a possibility of explant. The patient reported that the surgical incision had never fully healed and had developed pain and swelling. The patient noted that the physician was aware of the condition and was treating the wound, however the explant was being delayed to confirm patient was medically stable for the procedure. On (B)(6) 2026 the patient reported that a full system explant had been performed on (B)(6) 2026 due to the ongoing complications with the incision site and infection.